Event description:
A (B)(6) male patient's daughter contacted zoll customer support to report damaged wires at the belt connection and a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (damaged electrode belt connector/ damaged wires/ code 204) have been confirmed. As received, the trunk cable connector was cracked and the green (+3.3v) wire, the white (driven ground) wire and both pulse wires were open. The cause of the code 204 is the damaged wires. The cause of the damaged wires is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.